Manufacturer narrative:
Per tandem user guide: place the bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus deliveries. Additionally, it was reported that cartridge was not completely loaded in the pump. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 100 mg/dl.